Event description:
The customer reported an amicar over-infusion, discovered when the amicar bag (5g/250ml) finished sooner than expected. The pump was discovered to be programmed to infuse 6mg/kg/hr in basic infusion versus the intended dose of 0.6mg/kg/hr. After discovering the over-infusion, the hospital closely monitored the patient's urine output and serum creatinine levels. The customer reported no immediate and/or lasting patient harm. In addition, the customer reported that the patient has returned to baseline status.

Manufacturer narrative:
The customer¿s report of an amicar overinfusion was not confirmed. The pcu event log does not contain any references of the user programming amicar. Three infusions were programmed on the day of the reported event: a basic infusion was programmed at 8:12 am on one pump module, a second basic infusion was programmed at 8:42 am on a second pump module and dexmedetomidine 4mcg in 1ml (drugid 117) was programmed on the suspect device at 12:42 pm. The root cause of the reported amicar overinfusion was not identified; the log provided by the customer does not contain any references of the user programming amicar, and no devices were returned for investigation by the customer.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.